Event description:
Resident placed her right middle finger into scissor mechanism of geri chair. She sustained lacerations to this finger requiring suturing when the chair was repositioned. Evaluation of the chair by the facility's environmental services department revealed that there is no guard on the scissors mechanism of the chair to prevent this type of injury. The injury resulted in an emergency room visit to suture the lacerations.